Event description:
It was reported that the patient had an operation to drain the rectal abcess.

Manufacturer narrative:
Multiple attempts for this information were made but not provided. Manufacturer's investigation conclusion: correlations between the device and the reported infections and renal dysfunction cannot be conclusively determined. The patient presented for outpatient follow up and reported experiencing anuria for 4 days. The patient also stated that they had stopped taking all medications except for coumadin over the last two months. They were admitted for renal dysfunction workup and were found to have a urinary tract infection. Further investigation revealed infection in the driveline and the patient¿s rectum as well. The patient then underwent an operation to drain rectal abscess. Changes were made to their medication, and they were given oral antibiotics. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. Infection and renal dysfunction are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age or date of birth: patient age was not provided. Weight: patient weight was not provided. Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 2 years and 15 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was presented for outpatient followup and reported making no urine for 4 days. The patient was admitted for workup and found to have a urinary tract infection (uti). The patient also reports to have stopped taking all medications except coumadin approximately 2 months prior. On (B)(6) 2019, workup found the patient had a uti and further investigation revealed infection in the driveline and rectum.